Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Customer reported that the system would not allow reload selection during a procedure, leading to conversion to laparoscopy. Log review showed no system issues, and the event was likely due to the surgeon not using the head-in user interface to select the reload. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 blue reload was not selected through the surgeon side console user interface. The logs showed that there were no issues, and the issue was likely related to the surgeon not having their head in the user interface to select the reload. The user converted the procedure to a laparoscopic surgery with no further issue reported. No known impact or patient consequence was reported. Intuitive followed up with the initial reporter and obtained the following additional information: the customer was using a blue reload when the issue occurred.